Event description:
Additional information received: the physician indicated that the patient originally had a cbde planned, but had to undergo the procedure sooner because of the device failure

Manufacturer narrative:
A visual examination of the returned device found that only the coil and basket assemblies were returned for evaluation. The returned portion of the device was found to be cut at the proximal end of the device, 71.2 centimeters from the distal end. The evaluation found that the basket tip was still attached to all four basket wires, but the basket wires were deformed. The outer clear sheath on the coil assembly was found to be accordioned. The coil was found to be buckled under the clear sheath 4.5 centimeters from the distal end of the coil. The condition of the subject unit could not be verified due to the handle of the device not being returned. The event description indicates that on the third attempt to crush the stone with an alliance handle the thumb ring of the device broke. Based on the evaluation, the coil and sheath were found to be damaged. It appears that due to multiple manipulations of the device with the alliance handle the thumb ring of the device broke. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of two devices referenced in the event description. Refer to manufacturer report # 3005099803-2010-02566 for the other associated device information. It was reported to boston scientific corporation that a flexima biliary stent system and a trapezoid rx lithotripter compatible basket were used during endoscopic retrograde cholangiopancreatography (ercp) procedures in the common bile duct of a (B) (6) male patient (B) (6). On (B) (6) 2010 the patient presented with upper abdominal pain, and abnormal liver function tests ( lft ) s, which, according to the complainant, may indicate migration of the plastic stent. On the same day, an ercp was performed. The plastic stent which was blocking the common bile duct (cbd) was removed using a stent remover. A trapezoid rx lithotripter compatible basket with an alliance handle was then used to successfully crush large stones twice in the cbd. Each time the device was subsequently removed from the patient and cleaned to remove stone debris. On the third attempt, the stone was captured with the device, but could not be crushed. Additional attempts to close the basket resulted in a cracking noise and subsequent break of the proximal handle which jammed the thumb ring. At this time, the physician cut the trapezoid rx lithotripter basket from the proximal handle, and reinserted the duodenoscope into the patient. A plastic stent was then placed to keep the cbd open to allow for duct drainage. During stent placement, the trapezoid rx lithotripter basket catheter was pushed into the patients stomach while the basket was still within the cbd and around the stone. The account reported that the patient could not be operated that day. Therefore, the patient was admitted and had the trapezoid rx lithotripter compatible basket and stone successfully removed on (B) (6) 2010.

Manufacturer narrative:
Concomitant medical product: alliance handle. (B) (4) (additional surgical intervention), (won't open, won't close, tip did not detach). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).